Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 130 units of insulin. There was no reported impact to the customer's blood glucose level due to not testing. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event.